Manufacturer narrative:
The reported event that the tip of the ¿self-drilling half pin apex ø 3mm, 110 x 25mm¿ was broken and remained in the bone of the patient, when the surgeon removed the pin using a pin driver (drill), could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the surface of the apex pin is really scratched, with circular marks that appear to be symmetric to each other. The tip of the apex pin, is broken, and the breakage surface is fibrous with rotational marks. This is compatible with what has been reported, that the tip of the ¿self-drilling half pin apex ø 3mm, 110 x 25mm¿ broke in the patients¿s bone. However it was also reported that the pin was used for navigation purposes. As per op. Tech. (Apex-st-1): ''apex pins are not intended for navigation procedure purposes.'' Since the reported device was used for navigation, which is definitely a deviation from the specifications, the integrity could have been compromised and as a result the device broke. Please keep in mind what is mentioned in the IFU (v15013): ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments.¿ based, on the investigation, the root cause was attributed to a user related issue, due to a mishandling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
When the surgeon removed the pin and handed it to the scrub nurse they both noticed the tip of the pin was missing and in patient's bone. This happened to two pins in the same surgery.